Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in france on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number b85141 (expiration date oct-2016), inserted and informed that, during placement, device broke in two parts into hysteroscope operating channel. The pharmacist reported an incident which occurred during placement. According to reporter device broke in two parts into hysteroscope operating channel. Health care professional did not have further information but she kept the device to identify the problem. A new device was placed without any problem. French imputability assessment: france bhp local drug safety department assessed the causal relationship with essure as not applicable according to the french method of causality. No further information was provided. Product technical complaint investigation and final assessment were received on (B)(6) 2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. As of (B)(6) 2014, since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Based on our experience with device complaints of a similar nature, it is likely the reporter is referring to an event in which the micro-insert was bent or stretched int oa shape which rendered the device to be unusable, and hence, "broken." Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported event is not indicative of a quality defect per se. In this particular case a technical defect (device broke in two parts) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No further ae case reports have been received to date in relation to batch no. B85141. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up information received on (B)(6) 2014: the production date of devices for lot number b85141 is (B)(6) 2013. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Company causality comment: this spontaneous case report refers to a female patient who was to have essure (fallopian tube occlusion insert) inserted and experienced device broke in two parts into hysteroscope operating channel. This event was considered non-serious and other reportable incident due to the reported device breakage. During difficult insertion/removals, single cases have been reported of essure breakage. A product technical analysis was performed and concluded "unconfirmed quality defect" and stated that the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. Therefore, a causal relationship between event device broke in two parts into hysteroscope operating channel and essure cannot be excluded and the reported event was considered anticipated (listed). No further information is expected.